Event description:
Information received a smiths medical cadd reservoir sets on several occasion under delivered medication eurocept 4.8 ml in reservoir volume, more then indicated. On (B)(6) even 9.8 ml more left. That same day on (B)(6), the patient experienced nausea, headache, fatigue along with not feeling well. When she changed cassette, reported symptoms of warm and red for three minutes. Next following day symptoms resolved.